Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and brown particles on the shell. A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is sharp broken on posterior assessed as surgical impact.

Event description:
Patient reported a right side "rupture." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual evaluation: visual analysis of the photographs identified a device appears to be intact labeled right side with lot number 2941796. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported a right side "rupture." Device has been explanted.